Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument did not open easily once loaded. It was sticking and not properly deploying the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.